Event description:
From customer email: the unit had a positive culture taken on (B)(6) 2017 - acid-fast bacilli detected in culture at 5 weeks. On 10/19/2017 - physical modification were performed by your service team and the machine was filled with tap water. The machine was removed from service on 12/26/2017 and disinfected on 12/29/2017 with pine-sol per instructions from your service team. There have not been any negative cultures from the machine that I am aware of. I am copying in risk management on this email as well. We have sequestered the machine.

Manufacturer narrative:
Bacterial contamination was reported.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer reported to cardioquip, they had a positive culture taken from one of the devices. During a follow-up the customer, the hospital was using unfiltered tap water. This is not recommended per safety communication from the FDA in october 2016, it was stated that sterile or 0.22 micron filtered water is the only recommended water to be used in the device.

Event description:
Customer reports bacterial contamination of device.